Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and "leakage of silicone". The device has been explanted. The affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d9, g2, h4, h6.

Event description:
Healthcare professional later reported rupture on right side device. This record is for the right side.

Event description:
Patient reported rupture and "leakage of silicone". The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.